Event description:
Microcrystalline arthritis [crystal arthropathy]. Fever [pyrexia]. Knee pain [arthralgia]. Case description: spontaneous report received on 03/27/08 from the pt's husband regarding his wife with history of advances osteoarthritis in both knees and prior series of synvisc injections 6 months ago. In the second series, the pt received her first dose of synvisc in 2008 (date unk) in both knees. After the first injection (date unspecified), the pt experienced fever and knee pain which disappeared after 48 hrs. Due to the adverse event, the second synvisc injection was administered 3 weeks later, on the same month at 10:30 am. In the afternoon, the pt experienced fever and knee pain. The fever increased to 39 degrees centigrade during the night. In the morning of the next day, the pt was hospitalized for microcrystalline arthritis. The pt will not receive the third injection. On two days later, the physician confirmed the event. According to the physician, the microcrystalline arthritis was due to synvisc as it occurred 6 hrs following administration. As of the time of this report, the outcome of the pt was unk. Qa result was received on 04/02/08: the prod lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result in identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring prod quality. This review has not indicated trends that could be associated with any prod complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the prod lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring prod quality. This review has not indicated trends that could be associated with any prod complaint. Genzyme will continue to monitor complaints.